Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 19, 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 160 mg/dl, 130 mg/dl, and 230 mg/dl with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient contacted her physician for advice; however, no further treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative was unable to walk the patient through quality control testing, as she could not specify if the control solution had already expired. Based on the precision claim, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.